Event description:
This complaint is now reportable based on the returned device analysis completed in 2009. It was reported that during a cystoscopy procedure the basket zero tip knot 2.4x4x120 would not open. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine". However, returned device analysis revealed the basket would not close.

Manufacturer narrative:
Event date: sometime in late 2008. It was noted that the condition of the returned device was not consistent with the complaint report that "the device would not open". Visual and microscopic examination of the returned device revealed that the basket of the device was open and could not be closed. The basket subassembly is approximately 9.5 cm too far extended out of the end of the sheath. A functional check found the basket and drive wire are no longer connected to the handle. The handle cannula was found to not be secured in the pinch vise. The handle cap was removed and it was not securely tightened onto the handle. A review of the device history record revealed no issues that could be associated with this incident. The most probable cause is determined to be manufacturing related.